Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges were loose and had dislodged from the pump. Customer's blood glucose level was 342mg/dl. Reportedly, the customer used tape to keep the cartridges in place.